Manufacturer narrative:
Product ID: 3387s-40, lot# va0lln4, implanted: (B)(6)2014, product type: lead, product ID: 3708660, (B)(4), implanted: (B)(6)2014, product type: extension, product ID: 3387s-40 , lot# va0lln4, implanted: (B)(6)2014, product type: lead, product ID: 3708660, (B)(4), implanted: (B)(6)2014, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported the patient was experiencing a lack of efficacy and high impedances. The device impedances had been fluctuating between approximately 30,000 ohms and >40,000 ohms on the case pairings. No external factors or patient factors were thought to have led or contributed to the issue. Impedances were c<(>&<)>0 34454, c<(>&<)>1 34454, c<(>&<)>2 35229, c<(>&<)>3 35229, 0<(>&<)>1 2792, 0<(>&<)>2 3999, 0<(>&<)>3 4041, 1<(>&<)>2 2557, 1<(>&<)>3 3778, 2<(>&<)>3 3074. The neurologist tried reprogramming with no success. An x-ray was taken which came back negative so surgical exploration was performed. The surgeon opened the pocket at the ins site and cleaned off the connection with no success or resolution. It was reported he then replaced the ins with no resolution. He then opened the site at the lead/extension connection and cleaned it off. A significant reduction in impedances was then noted at approximately 4,000-6,000 ohms. The surgeon then closed. It was unknown if the issue was resolved at the time of the report. Impedances were c<(>&<)>0 6758, c<(>&<)>1 6506, c<(>&<)>2 7466, c <(>&<)>3 5905, 0<(>&<)>1 2356, 0<(>&<)>2 3842, 0<(>&<)>3 3252, 1<(>&<)>2 2510, 1<(>&<)>3 3192, 2<(>&<)>3 3530. The surgeon advised to see how the patient did with the lowered impedances for a month. If the patient did not get control of symptoms, the surgeon would then consider changing out the brain lead. The patient was alive without injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had high impedances and reduced efficacy. All pairings exhibited >40,000 ohms at 3 v. An x-ray was taken with no evidence of a fracture. Surgical exploration was planned. The issue was not resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40 lot# va0lln4 serial# implanted: 2014 (B)(6) explanted: product type lead product ID 3708660 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) the rep stated that no surgical intervention had been scheduled/the date had not yet been set. The cause of the high impedance was not known and the issue had not been resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the lead with the issues was implanted in the patient's left gpi, not the right as previously indicated.